Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer reported several episodes of diabetic ketoacidosis over the last two years. The customer was woke up sick and felt bad then he started vomiting. The customer was treated by intravenous insulin and then released. Customer was not using auto mode. The customer stated insulin pump's retainer ring came of shortly after he received the insulin pump. The insulin pump will not be returned for analysis.